Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product removed? Was another method used to close the incision? How was the reaction treated? How was the patient managed after removal? Procedure name procedure date location and incision size of product application? What prep was used? Was incision re-prepped before closure? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction what does the reaction look like? Please provide details. How large of an area does the reaction cover? Do you have any pictures of the reaction? What was done to address the reaction? What type of medication? Dose? When (date) administered? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? Product code and lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask if they were exposed to similar products, such as artificial nails was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the topical skin adhesive was used. Following the procedure, the patient developed skin reaction, rash and contact dermatitis, and the doctor opines that it is secondary to the topical skin adhesive. The doctor requests a quickest way to remove since it has been placed within the week. Additional information has been requested.